Manufacturer narrative:
(B)(6).

Event description:
It was reported that the stent dislodgement occurred. The 99% stenosed target lesion was located in the non-tortuous and moderately calcified renal artery. A 5.0mm x 15mm x 150cm express vascular xd stent was selected for use. However, during sheath insertion, the stent fell off at hemostatic valve outside the patient. The procedure was completed with a different device. There were no patient complications nor injuries reported.